Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patients leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure.

Manufacturer narrative:
Additional suspects medical device component involved in the event: model number/catalog number: sc-2316-50, serial number: (B)(6), batch/lot number: 7073080, model/catalog description: infinion 16 lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2316-50, serial number: (B)(6), batch/lot number: 7072853, model/catalog description: infinion 16 lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, batch/lot number: 24214469, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).